Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail that the customer was hospitalized due to low blood glucose. The representative reported that the customer was unconscious and the emergency medical services were called. The representative stated that the customer was treated but still had to be admitted for hospitalization. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.